Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 536 mg/dl and that insulin pump also alarmed motor errors and no delivery. The customer experienced symptoms such as nausea and was in diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for motor error was performed. The customer's blood glucose level was unknown at the time of the call. The customer's spouse stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer's spouse was assisted in clearing the alarm and performing a rewind and they were able to complete pump rewind. The customer's spouse was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No motor error or excessive no delivery alarms noted. Motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.